Event description:
A customer called and reported volumat was leaking at the glue insertion point between the tube and revolving luer lock. The patient was found in a wet bed with an unstable blood pressure, because the medication was not being infused. Returns were received, which was one used sample with an unknown batch number. Advanced troubleshooting testing was performed which included a free flow, tightness and visual inspection. The production unit was informed and the concluded the leak came from staff inattentiveness during production and did not insert the tube onto the green connector completely. The improper assembly caused the leakage to occur. Production documents were checked and reviewed and a free flow and tightness test was performed with a retained sample of the batch in question. There were no deviations found. All relevant staff was retrained and notified of this customer complaint.